Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The flow valve was replaced to address the customer's reported issue.

Event description:
It was reported to carefusion that the unit was delivering a higher tidal volume than expected. The unit was not on a patient at the time.

Manufacturer narrative:
Results of investigation: the customer's reported issue was able to be duplicated. During an initial bench test, the flow valve was installed into a test ventilator and found the flow valve failed for higher tidal volume measurements. The flow valve also failed the production ltv flow valve assembly test procedure a for higher flow on the max step position on the vhome test. Visual inspection did not reveal any anomalies; however, further testing found the push rod valve seal assembly was dirty and drifted out of specification. The service technician readjusted and cleaned the push rod valve seal assembly to its specification and set the vhome. The flow valve was working normally within specification with all test settings and passed the production ltv flow valve assembly test procedure.